Manufacturer narrative:
Per tandem's pump user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Pump was reset to resolve the issue. Additionally, it was reported that the customer had not calculated the correct amount of carbohydrates for the food consumed which resulted in an elevated blood glucose (bg) that ranged from 160 mg/dl to 200 mg/dl. A bolus was delivered and temporary rate of 200% was set to address elevated bg. Recommendation was made to discuss diabetes management with a health care professional.